Event description:
A lawsuit alleges the patient received "inappropriate shocks, beeping and/or failures" and "suffered severe physical and emotional injuries" due to the "defective" sprint fidelis lead. However, the lead model noted in the allegation, model 6947, is not a fidelis lead and the manufacturer's registration system does not indicate a fidelis was ever implanted. Follow-up with a field representative found the patient heard the alert and received multiple shocks. The rep also stated the 6947 lead was fractured and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.